Event description:
The customer states that the cell-dyn 4000 analyzer, misread the sample tube barcode for one pt sample and the results were transmitted to the laboratory's host lab info system (lis). Results were recorded for the incorrect pt. The error was identified before any results were released from the lab as the results were entered for a pt sample which had not been tested yet. A svc call was initiated. There is no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.